Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a black line on the screen. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.